Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on unknown date. During the procedure, the balloon was passed through the scope but was unable to be inflated due to a hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on unknown date. During the procedure, the balloon was passed through the scope but was unable to be inflated due to a hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.device code a041001 captures the reportable event of balloon pinhole in the esophagus.block h10: investigation resultthe returned cre pro wireguided dilatation balloon was analyzed and a visual examination found that the balloon was torn longitudinaly. No damages were found on the catheter of the device.with all the available information, boston scientific concludes the reported event of balloon pinhole was not confirmed. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure, could create friction on the balloon and causing the problem of torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure.a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.